Event description:
It was reported that the needle in the bd insyte¿ autoguard¿ bc shielded IV catheter only partially retracted after activating the safety button, causing a dirty needle stick to the staff member. No further information was provided. The following information was provided by the initial reporter: "staff started IV insertion to the patient and activated the safety button to retract and the needle did not completely retract and it punctured her right index finger when she was connecting the IV line to the patient."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed the barrel and grip from an insyte autoguard device. The safety mechanism had been engaged, but the needle was not fully retracted within the barrel. The needle tip extended from the grip and was exposed. The catheter was not present within the photo. What appeared to be blood residue was observed near the flow control plug. The failure for the needle to fully retract could be attributable to a damaged spring or a compressed or damaged barrel; however, no damage to the barrel, the spring, or safety mechanism could be identified from the photo. Since the photo demonstrates the reported issue, the reported issue was confirmed, but there was insufficient evidence to determine the root cause. H3 other text : see h10.

Event description:
It was reported that the needle in the bd insyte¿ autoguard¿ bc shielded IV catheter only partially retracted after activating the safety button, causing a dirty needle stick to the staff member. No further information was provided. The following information was provided by the initial reporter: "staff started IV insertion to the patient and activated the safety button to retract and the needle did not completely retract and it punctured her right index finger when she was connecting the IV line to the patient."